Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was discovered that the device failed the temperature specification test for both the elbow and base of the device. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of july 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. An assessment was performed and found that the device failed temperature test for both the elbow and the base of the unit due to worn out bearings. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.